Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported unable to grasp leaflets, broken gripper line, and difficult imaging were unable to be determined. The reported single gripper actuation issue was a cascading event of the reported broken gripper line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) grade 4. A xtw was chosen for implant. After several grasping attempts, one of the gripper was stuck in lowered position and not responding. The clip was removed from patient where the gripper line was observed to be broken. A replacement xtw triclip was used to complete the procedure, reducing tr to grade 1.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.